Event description:
The micro sagittal saw was returned for service. Upon eval at the MFR, it was found to overheat. Attempts to obtain add'l info were made, but were not successful.

Manufacturer narrative:
A follow-up report will be filed when the quality investigation has been completed.